Event description:
It was reported that there was high impedance and a lead fracture was suspected. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID: 1699tc competitor crdm non-defib lead implanted: 2009-(B)(6). (B)(4).